Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27mar2019. Customer support advised customer the air flow baseline is not a test point per (B)(4). Discussed (B)(4) and the elimination of testing at zero. Provided (B)(4) and advised customer to re-test using (B)(4) as a guide. The customer reports the airflow accuracy problem was resolved by following the service bulletin (B)(4).

Event description:
The customer reports that the unit is failing air flow accuracy at baseline. No patient/user harm reported. Event date not specified; estimate used.